Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The customer received a replacement device.

Event description:
During evaluation of the device at the philips authorized repair facility, it was identified that the device did not produce sound. The device was not in use on a patient at the time of event, there was no patient involvement.